Event description:
The customer reported via phone call that the bottom of the casing of the insulin pump was cracked. The customer's blood glucose was unknown. The customer explained that there was a line that ran along the bottom of the casing. The customer stated that she may have dropped or hit the insulin pump against something. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked and chipped end cap, a minor scratched display window, a broken belt clip slot, a cracked reservoir tube lip, a missing end cap sticker and a protruded or loose drive support disk. There was no motor sound anomaly noted.